Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty labeled winding former and a used needle was returned for analysis. During the visual inspection of needle, the swage and attachment area were as expected. However, the barrel hole of the needle was observed damaged (crushed) and marks on the edge that appears to be by the use of a surgical instrument. The suture was not received for evaluation. According to the sample condition, the assignable cause of performance-pull off suture needle, suggest an improper handling of sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a planned caesarean section on (B)(6) 2018 and suture was used. During the procedure, the needle was detached from the suture and was lost. The needle was found under the skin by x-ray inspection and the needle was retrieved by forceps without additional incision. There were no adverse consequences to the patient. No additional information was provided.